Event description:
On (B)(6) 2015, information was received from a healthcare provider via psr (product surveillance registry) in regards to a (B)(6) female patient who was being treated with compounded baclofen intrathecal (1500 mcg/ml; 798.9 mcg/day), dilaudid intrathecal (7.5 mg/ml; 3.9943 mg/day), bupivacaine intrathecal (30 mg/ml; 15.977 mg/day), and clonidine intrathecal (750 mcg/ml; 399.43 mcg/day). The pump had last been examined on (B)(6) 2015 and last changed on (B)(6) 2015. The patient was also allowed a patient activated dose via a ptm (personal therapy manager) of 40 mcg of baclofen, 0.1999 mg of dilaudid, 0.799 mg of bupivacaine, and 19.99 mcg of clonidine. The doses were delivered over the course of 2 minutes and the patient was allowed a maximum of 10 doses/day. On (B)(6) 2015, the patient presented to the clinic for a scheduled appointment. Ems (emergency medical services) was contacted and the patient was transported from the clinic due to sedation and difficulty breathing. On (B)(6) 2015, the daily infusion dose was decreased 19%. The concentrations and patient activated doses remained the same. On (B)(6) 2015, the patient presented to the clinic for an injection that was cancelled due to the patient¿s sedation. In february, the patient was hospitalized due to over-sedation secondary to opiates. The patient was previously using oral short-acting hydromorphone in addition to the pump and ptm (personal therapy manager). Prior to the patient¿s visit, the patient stopped the oral hydromorphone and stopped using the ptm. The event was not device r elated and not considered serious. Additionally, the severity was considered severe. It was noted that the pump was reprogrammed on (B)(6) 2015. The event resolved without sequelae on (B)(6) 2015. On (B)(6) 2015, additional information from the healthcare professional via psr indicated that the event resulted in a serious deterioration in the health of the patient. On (B)(6) 2015, additional information was received from the healthcare professional via psr and it indicated that the patient¿s medical history included lung disease and insomnia. The patient was taking the concomitant medication neurontin. The patient¿s indication for use was non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).